Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that that post lead implant procedure prior to being discharged from the hospital patient underwent a computed tomography (CT) scan due to lead dislodgment suspicion. There was no capture, low, out of range, low voltage decreased r-wave amplitude sensitivity and low, out of range, low voltage lead impedance issues on the lead. Patient was asymptomatic due to the lead dislodgment issue. During the lead repositioning procedure, a hematoma on the heart was observed. Lead was explanted and a new lead was implanted. Physician did not alleged issue was due to the lead. Patient was stable prior, during and post procedure and will continue to be monitored.

Event description:
Cardiac perforation was noted in open chest via sternotomy.